Event description:
It was reported that the vns patient¿s device showed high lead impedance (lead impedance >= 10,000 ohms) and an ifi condition during an office visit on (B)(6) 2014. The patient¿s device was not programmed off as the patient was doing well with seizure control and did not have any adverse events. The patient's device settings were adjusted during the office visit. No patient manipulation or trauma was reported to have caused or contributed to the high impedance. X-rays were not taken and the patient was referred for surgery. No known interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
New information corrects the suspect device.

Event description:
An implant card was received indicating that the patient underwent generator replacement. The lead impedance with the new generator and existing lead was not marked. It is believed that the high impedance resolved with generator replacement and that the high impedance was a resulted of generator/lead connection issue. The generator has not been received for analysis to date.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Implant date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Updated implant date to lead implant date. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead.

Manufacturer narrative:
Date received by manufacturer; corrected data: the previously submitted MDR inadvertently did not provide the date for this field which is 12/17/2014. This report is being submitted to correct this data.